Manufacturer narrative:
The returned device was evaluated and the pod was received with the needle mechanism assembly deployed. Internal corrosion caused both the bottom and top housings to be discolored. Multiple components inside the pod were either corroded, such as the linkage assembly, rear battery, and pcb assembly, or showed signs of fluid ingress through discoloration, such as the mechanism rails and reservoir cap. Fluid had no issues traveling the complete fluid path and no evidence of any leaks were observed. The exact time and cause of the observed corrosion and discoloration could not be determined. After multiple attempts, the pod data could not be downloaded, shelf mode current could not be measured, and the battery voltages were found to be lower than expected. This can be attributed to the corrosion observed on the rear battery and pcb assembly. Due to the partial/all data loss, the number of pulses run and the pod state at deactivation could not be determined and although the pod was received with the needle mechanism assembly was deployed, it could not be determined when the pod deployed. Therefore, the cause of the reported needle mechanism failure event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.

Event description:
A patient reports while activating a pod the needle mechanism had failed to deploy. The pod was not worn.